Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right coronary artery (rca). The 5.0x13mm rx ultra stent delivery system (sds) was advanced through the 6fr guiding catheter however the physician decided to exchange the guiding catheter for a 7fr. The sds was retracted however the stent dislodged when entering the guiding catheter and emobolized to the aorta. Attempts were made to snare the stent however were unsuccessful, the patient was stable and then sent for a CT scan to further assess the situation. The patient was then brought back to the cath lab and the stent was able to be snared and removed from the patient. There was a clinically significant delay in the procedure. No additional information was provided.